Event description:
A report was received that the patient would be having an explant due to the battery site being uncomfortable as the patient is extremely thin, and also due to ineffective therapy. The patient was explanted and reportedly doing well.